Manufacturer narrative:
The returned sample was visually inspected and found to be non-conforming with orange/brown foreign material on the port face. The probe was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for cut and was found to be non-conforming for actuation and aspiration. The probe sample was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. A couple wear marks and gouge marks were observed at a couple locations along the inner cutter. The sample was tested with a syringe and resistance was felt. A wire was inserted through the aspiration path to remove the interference. The sample was retested with a syringe and no resistance was felt. The sample was retested for aspiration and actuation with the probe driver and was able to aspirate and actuate. The initial aspiration and actuation tests failed due interferences within the probe and once the interferences (foreign material and needle assembly) were removed the probe was able to aspirate and actuate. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation does not confirm that the returned probe had a cut failure. The evaluation indicted that the probe had actuation and aspiration failures. The cut functionality of the probe was conforming, however, the observed actuation failure could have caused the probe to not cut at the time the reported event was observed. The cause for the actuation failure is the observed wear to the inner cutter of the probe. A worn inner cutter can impede the movement of the cutter shaft, causing to probe to not be able to perform the cut. How and when the inner cutter of the probe became worn cannot be determined form this evaluation. The cause of the aspiration failure is due to foreign material in the aspiration path. How and when foreign material was introduced into the aspiration path cannot be determined from this evaluation; however, the foreign material is most likely surgical material from the surgical use of the probe. No specific action with regard to this complaint was taken by the manufacturing site because the probe sample was conforming for cut, the exact root cause of the actuation failure is unknown, and the probe was able to aspirate once the observed interference was removed. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the vitrectomy probe did not cut. The condition of aspiration is unknown. Patient and procedure impact are unknown.